Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the advanced clinician that the pt had a red heart alarm at home while connected to power. The pump stopped and system controller was changed at home. Pt was non-compliant and has not been since 2012. On (B)(6) 2014, pt was explanted and has recovered since then.

Manufacturer narrative:
The report that the pump was clotted off was confirmed in the manufacturer's evaluation of the returned heartmate ii lvad, serial number vad-3217. The pump was returned assembled with the percutaneous lead (lead) cut approximately 3.5¿ from the pump housing and the distal portion of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft attachment and the sealed outflow graft bend relief attachment were both returned detached from the device. The outflow elbow was returned attached to the pump¿s outlet port. Prior to disassembly, visual examination revealed that the proximal-side of the inlet stator was occluded with denatured blood and the distal-side of the outlet stator was also occluded with a grainy deposition of denatured blood. Upon disassembly, the examination of the pump revealed a tissue-like deposition admixed with loosely clotted blood within the outflow elbow. The analysis of the pump¿s blood-contacting surfaces revealed hard depositions of denatured blood, as well as grainy depositions of clotted blood in the inlet stator, the outlet stator and around the rotor. The observed depositions are consistent with poor surface washing due to a low flow state. Although a root cause for the formation of these depositions could not be conclusively determined, they could have contributed to the reported pump stoppages that were confirmed based on the evaluation of the log files retrieved from the returned system controllers. Upon removal of the observed depositions, the pump was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.